Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital (from (B)(6), 2013) for gi bleed. The patient was treated with 3 units of blood. Coumadin and aspirin were held. It was reported that the patient's international normalized ratio (inr) goal was 1.5-2.0 once anti-coagulation restarted.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further issues have been reported at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Manufacturer narrative:
A specific cause for the reported gastrointestinal bleeding could not be conclusively determined. The patient remains ongoing with the implanted device with no further reported issues. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.